Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe needle broke off after use. The following information was provided by the initial reporter, translated from japanese: "the customer reported that the needle was broken after use."

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-nov-2022. Investigation summary: customer returned a single loose 0.3ml syringe. Visual inspection of the syringe found that the needle had broken off at its base. This may have occurred with high stresses placed across the needle during use. A review of the device history record was completed for batch # 1312996 all inspections were performed per the applicable operations qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of the needle breaking during use. The most likely root cause of the syringe needle breaking is high stresses accidentally placed across the length of the needle during use.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe needle broke off after use. The following information was provided by the initial reporter, translated from japanese: "the customer reported that the needle was broken after use."